Manufacturer narrative:
(B)(4). The third party service agent performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Event description:
A third party service agent contacted physio-control to report that a customer¿s device displayed all three icons (charge-pak, attention, and service wrench) and would no longer power on. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. Based on the data available it was determined that the users had likely placed on object on top of the device, which repeatedly pressed the on/off button, resulting in over 17 hours of on-time. This caused the internal hlc batteries and the previous charge-pak battery charger to become depleted. The customer was provided with a replacement device.